Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported there was a burning smell and a pop sound coming from the power source on the avea ventilator. The customer replaced the fuses and turned on the ac power and the fuses blew up. The customer verified with the facility of any power surge and they reported no such occurrence. The customer stated there was no patient involvement with this issue.

Manufacturer narrative:
Corrected data: was marked as "no" when it should have been "yes". Results of investigation: the carefusion failure analysis laboratory received the suspected component, an avea power supply, and evaluated the device. An evaluation of the component verified the reported burning smell, but could not duplicate the reported "pop" sound when connected to ac power for a bench test. No voltage was present on one ac line. The power supply will be returned to the external supplier/manufacturer for evaluation.